Event description:
The rptr stated that the implanted panta nail (exact size unk to date) broke into two pieces. The nail was removed successfully in a second surgical procedure. The surgeon attributed the breakage to the pt's problems. Integra has requested additional clinical info from the rptr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.